Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced high blood glucose readings of 426 mg/dl. Customer treated with a 6.8 units of bolus and customer's blood glucose readings decreased to 202 mg/dl. Customer stated that he took a snack and bloused 2.3 units. Customer's blood glucose readings decreased to 46 mg/dl. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.